Manufacturer narrative:
Follow up: - piece returned on (B)(6) 2025. - visual inspection performed by r&d project manager. - event description updated. Visual inspection performed by r&d project manager: the must lt implant received, related to intra-operative pullout, has been tested on a sawbone to pullout. The implant is conform. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery was performed due to the pedicle screw loosening at about 4 months post primary. Primary surgery was performed on (B)(6) 2024. (L1-l5 was cbt trajectory). During the revision surgery, the surgeon removed the pedicle screw at left side of l1(discarded in the hospital, reference and lot unknown), the pps surgery was performed at th10-l1. After that, when the surgeon tried to connect the upper and the lower rods and loosening of the new implanted pedicle screw occurred at l1. The surgeon replaced the pedicle screw (6mm x 45mm) with the pedicle screw (7mm x 45mm).

Manufacturer narrative:
Batch review performed on 12 december 2024: lot 2459161: (B)(4) items manufactured and released on 21-may-2024. Expiration date: 2029-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery was performed due to the pedicle screw loosening at about 4 months post primary.